Event description:
This report summarizes 21 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was 1 event with patient involvement; the patient experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 18 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 20 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was 1 event with patient involvement; the patient experienced pain.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 1 device is still pending evaluation. The number of events was corrected as an input record was incorrectly included as a duplicate.

Manufacturer narrative:
The final device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support.

Event description:
This report summarizes 20 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was 1 event with patient involvement. The patient experienced pain.